Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient blacked out and was involved in a car accident. It was indicated that the patient was a dexcom user at the time of event and the patient's husband stated that it was unclear if the device did not alert or if the patient had ignored any alerts. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A probable cause could not be determined.